Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a call service 064 alarm was observed in the pump histories. The prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no alarms were duplicated. Unrelated to the initial allegation, the audio bolus button was punctured but still responsive.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.